Event description:
The incident with the needlestick did not happen with the reporter, it happened with another nurse in the facility. As far as the reporter is aware, the device appeared to be in good condition prior to use. When removing the needle from the insulin pen, the device fell apart and the needle was exposed, and the spring was still around the needle and the nurse who was administering the insulin was stuck twice in the finger with the exposed needle. The reporter said the pt who was administered the insulin did not have any known infectious diseases. The nurse who was stuck with the needle cleaned the area thoroughly with soap and water and alcohol. The nurse was sent to another location within the parent company to have bloodwork done to test for any infectious diseases. Her bloodwork report came back as being negative for any infectious disease. FDA safety report ID# (B)(4).